Event description:
It was reported that the breath rate is high and went through large amount of o2. The vent was on a patient and swapped out with no patient harm.

Manufacturer narrative:
Identification #: (B)(4). D4: unique identifier (UDI) # unable to determine entire UDI# as information was not provided. H3: 81 others: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.